Event description:
A male with aaa and thoracic aorta aneurysm underwent evar in 2007. In 2008, the thoracic aorta aneurysm was found enlarged. CT revealed that a flow of contrast media into the aneurysm of the abdominal aorta and the aneurysm enlargement of the abdominal aorta. Blood leakage was not found by abdominal angiogram or angiogram from sma. On five days later, after placing another manufacturer's device in the thoracic aorta, an abdominal angiogram was performed. Blood leakage was not found, however, the neck position of the main body was about 1 cm lower than the renal artery. A main body extension and another manufacturer's stent were placed to cover the gap. Patient is fine.

Manufacturer narrative:
Event evaluation: still under investigation.